Event description:
On november 9, a customer emailed '(B)(6)' complaining about the product's false negative results. The user was recently strongly exposed to covid-19 and had a very faint positive result from another test kit. He/she took a celltrion test and it came back negative. He/she repeated the test with an alternative brand, and one came back positive from a different brand. Another was negative for celtrion. Users did not expect celltrion's results because he/she was extensively exposed to covid. Tests using celltrion's covid-19 kit were conducted three times as follows, and all were negative. The first is a repeated celltrion test conducted from yesterday afternoon, the second this morning, and the third this morning. The user followed all the instructions on the instruction sheet and even downloaded the app to make sure they were following all the procedures correctly. Importer's comments: this report is the reporter's first of 3 cases contained in this report. If additional information is obtained by following up with the user's consent, additional information will be reported.